Event description:
The customer reported the respiratory therapist disconnected the ventilator from ac power and operated the ventilator on backup battery until the battery depleted and the ventilator then shut down and alarmed. The ventilator was in use on a patient and there was no patient harm reported. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power. The manufacturer's field service technician tested the battery and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.